Manufacturer narrative:
Initial reporter city: (B)(6).

Event description:
It was reported that a balloon rupture occurred. The 75% stenosed target lesion was located in the severely tortuous and moderately calcified distal left circumflex artery. A 10mmx2.25mm wolverine coronary cutting balloon was selected for use. During procedure, at first inflation, it was noted that the balloon ruptured at 4atm. The device was simply pulled out from the patient's body and the procedure was completed with another of the same device. No patient complications were reported and the patient was stable post procedure.